Manufacturer narrative:
(B)(4).

Event description:
There was no admission to the hospital. The customer received emergency medical service for low blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 76 mg/dl at the time of admission. The customer was given peanut butter and soda to treat. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. The customer had come from a 4 hour college tour trip where they had to do a lot of walking as well. Troubleshooting was not completed. The customer needed a transmitter to get back to using sensors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08695 inches. Device received with cracked case at the display window corners and display window. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label. The information provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2017.